Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.